Event description:
On (B)(6) 2010, the patient reported she was attempting to change the insulin cartridge and while priming, she could feel insulin and she pulled the insulin cartridge from the infusion device. She stated the plunger became stuck to the piston rod of the infusion device and the entire cartridge of insulin spilled in the cartridge compartment of the infusion device. She removed the plunger from the piston rod and cleaned the cartridge compartment with a cotton swab. She inserted another insulin cartridge and e10 (cartridge) error was displayed. She was educated on the proper procedure for changing the insulin cartridge. She was assisted in performing the change cartridge procedure. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.